Event description:
Customer reported issues with the insulin pump. Customer states that they are having a keypad anomaly. The blood glucose reading is unknown. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with all buttons responding properly. However, slight moisture damage found at keypad traces. Unit received with cracked case at display window corners, display window and battery tube threads. Unit received with minor scratched display window. Unit received with missing end cap sticker.